Event description:
The fixator was applied in 2002 . Six days later, pt noted pin in distraction component had migrated. Pt did not sustain a loss of reduction; however, a second surgery was performed to replace the fixator.